Manufacturer narrative:
Siemens healthcare diagnostics has identified an issue with use of the ezee-nest insert cups (smn 10313057) due to two inaccuracies that exist in the advia centaur cp operator's guide, appendix d, pre-set tube types. The first inaccuracy refers to the sample volume supported by the system when using the ezee-nest insert cup to process samples. The operator's guide states that sample volumes greater than 50 ul can be used. However, volumes greater that 150 ul cannot be used when using an ezee-nest insert cup. The system will generate errors when attempting to aspirate sample volumes greater than 150 ul from ezee-nest insert cup(s). The second inaccuracy refers to the use of the universal cup adapter (smn 10282127) with an ezee-nest insert cup in 65-mm sample racks. Siemens has determined that the height of an ezee-nest insert cup with universal cup adapter fitted on a 65-mm sample rack, will not fit into the sample compartment. No samples will be processed. An urgent medical device correction (umdc) entitled "advia centaur cp: sample processing using ezee-nest insert cups" was sent to customers in the united states and an urgent field safety notice (ufsn) entitled "advia centaur cp: sample processing using ezee-nest insert cups" was sent to customers outside of the united states. The umdc/ufsn explains the inaccuracies in the advia centaur cp operator's guide and provides actions for customers to take to run samples without error.

Event description:
Aspiration errors were generated by an advia centaur cp instrument when intact parathyroid hormone (ipth) was tested from ezee-nest insert cups.